Event description:
It was reported that "the staple did not leave/stuck in the stapler after firing during use. The user removed the staple from the patient safely and replaced the stapler with a new one to complete the procedure. No staple fell/remained in the patient and no injury to the patient was reported."

Manufacturer narrative:
Qn# (B)(4). The customer returned one unit 528235 visistat 35w 6/box for investigation. The returned stapler was visually examined with and with out magnification. Visual examination of the returned stapler revealed that the staples appeared properly aligned. The trigger was returned not engaged. There were signs of biological material on the device. The stapler was received with 30 staples left in the cartridge indicating at least 5 staples were fired by the end user. A functional inspection was performed on the sample by attempting to fire staples from the returned stapler. Upon full engagement of the trigger, the first staple fully formed and released. This was repeated 4 more times with the same result. To simulate insertion into the skin, the stapler was fired into a simulated skin pad. The remaining 25 staples were fired and were able to engage and close into the simulated skin. A device history record review was performed and no relevant findings were identified. The IFU for this product states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint could not be confirmed based upon the sample received. The returned stapler was able to form and release all remaining staples in the cover block. A device history record review was performed on the device with no evidence to suggest a manufacturing related root cause. There were no functional issues found with the returned stapler. Teleflex will continue to monitor and trend on complaints of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the staple did not leave/stuck in the stapler after firing during use. The user removed the staple from the patient safely, and replaced the stapler with a new one to complete the procedure. No staple fell/remained in the patient and no injury to the patient was reported".